Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 1 mmol/l. The customer did experienced symptoms of low blood glucose value such as blurred consciousness. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.